Event description:
The customer called to report motor error alarms on the insulin pump. The customer stated that she did not expose the insulin pump to any strong magnetic fields. Troubleshooting was performed and the insulin pump did not pass the displacement test. Advised the customer to discontinue using the insulin pump and revert to a back-up plan. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.